Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification in relation to the battery contact retracted into case which was observed during evaluation. Evaluation observed one depressed contact pin; however, it did not affect dc operation. The depressed battery contact pin was the cause of the reported symptom. The rear case was replaced.

Event description:
During baxter's evaluation of a spectrum pump, the device's battery contact retracted into case. There was no patient involvement.

Manufacturer narrative:
(B)(4). Review of the evaluation has determined that the observed depressed battery pins would not effect the dc operation of the device and this complaint will be determined to be not reportable  this MDR was initially reported in error. Upon further review of the evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-00162 can be removed from the FDA database.